Event description:
Customer reported the sys will not boot up. No pt injury was reported.

Manufacturer narrative:
Ge rep evaluated the system and reloaded system software and calibration files. No pt injury was reported.